Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: after replacing the mainboard to a new msp160200, the new mainboard can't sense the qo2 flow sensor.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: after replacing the mainboard to a new msp160200, the new mainboard can't sense the qo2 flow sensor.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root cause of the issue was a defective mainboard. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: after replacing the mainboard to a new msp160200, the new mainboard can't sense the qo2 flow sensor.